Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm1.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and post ports placement, repeated non-recoverable error 32056 occurred on universal surgical manipulator (usm1). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the intuitive surgical, inc. (Isi) field service engineer (fse) and obtained the following additional information: the customer disabled universal surgical manipulator (usm1) and used the remaining three usms to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 32056 was found indicating the axes controller, arm (aca) in universal surgical manipulator (usm1) failed to initialize the inter-integrated circuit (i2c) device pointing towards the pitch searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known working system where error 32056 was triggered, indicating a fault on the pitch searchlight. The usm was then installed on a patient side cart (psc) fixture test platform (pftp) where the usm current was found to be failing on the pitch searchlight. Once testing was completed, the pitch searchlight flat flex cable was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a communication issue due to the pitch searchlight flat flex cable in the usm.